Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The pharmacist stated that a patient has used the coaguchek inrange meter serial number (B)(6) for 6 months and has not experienced any problems. The pharmacist stated that the patient received an erroneous result when testing with the meter on (B)(6) 2018. The patient tested a sample on the meter and the result was 7.4 inr. Within minutes, a sample from the patient was tested on the meter, resulting as 3.2 inr. On (B)(6) 2018, the patient tested samples on the meter within minutes and the results were 4.2 inr and 3.3 inr. On (B)(6) 2018, the patient tested samples on the meter within minutes and the results were 4.7 inr and 4.0 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3 - 4 inr. The patient's product was requested for investigation and replacement product was sent to the patient. The patient stated that she tried testing with the replacement meter she received and she did not have any more discrepant values.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Testing results: donor 1: retention meter with master lot strips: 2.9 inr, customer meter with customer strips: 2.9 inr. Donor 2: retention meter with master lot strips: 2.3 inr, customer meter with customer strips: 2.4 inr. The maximum difference between measurements with the same blood sample was 4%. Returned customer material and retention material comply with the specification. Complained lot and meter have fulfilled the release criterion of product control. Relevant retention test strips lot 294944 were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.